Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. B71762) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity (B)(6) 2005, (B)(6) 2005, (B)(6)2007, (B)(6) 2010, (B)(6) 2014.). On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode in (B)(6) 2018 which captured under case (B)(4). Lot number: b71762 manufacturing date: 2013/09/10 expiration date: 2016/09/30 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. B71762) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity ((B)(6) 2005, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2014.). On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode in (B)(6) 2018 which captured under case (B)(4). Lot number: b71762, manufacturing date: 2013/09/10, and expiration date: 2016/09/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (batch no. B71762) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity ((B)(6) 2005, (B)(6) 2005, (B)(6) 2007, (B)(6) 2010, (B)(6) 2014.). On an unknown date, the patient had essure inserted. In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another pregnancy episode in (B)(6) 2018 which captured under case (B)(4). Lot number: b71762, manufacturing date: 2013/09/10, expiration date: 2016/09/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.